Manufacturer narrative:
(B)(4) review of the patient ecog and impedance data are suggestive of a potential lead break.

Event description:
In (B)(6) 2025, unusual signal was observed on the patient's right hippocampal depth lead, most noticeably flatness to the block signal, which is indicative of a lead break. The patient did not report any falls or accidents, and his last clinical seizure was reported to have been in mid-november, but it was very brief. Troubleshooting during the clinic visit (included pressing on the device), was able to replicate the signal somewhat with each press down. No change in programming was made at that time. On (B)(6) 2026 the mesial temporal hippocampal right depth lead (secured with a dog bone with lead protection, longitudinal placement) was explanted. The lead was noticed to be visibly kinked during the explant process.